Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with residual astigmatism, blurry vision in the left eye post intra ocular lens implantation. After performing slit lamp examination surgeon observed abnormal tear break up time, descemet's folds and microcystic edema. Surgeon suggested to use topical eye drops four times in a day, non steroidal anti inflammatory ophthalmic drops and continue artificial tears daily. The patient was given sodium chloride hypertonic ophthalmic solution six times per day.

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).